Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (svc code 204) has been confirmed. Upon inspection, the electrode belt was found to have the connector pin 4 bent. The electrode belt connector pins did not successfully mate with the connector. The root cause of the bent pin cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the bent connector pin. The pt received a replacement electrode belt.

Event description:
A (B)(6) year old male pt's girlfriend contacted zoll customer support to report that the pt received a code 204 when connecting his electrode belt to the monitor. The pt was issued a replacement electrode belt.